Manufacturer narrative:
Root cause could not be determined, condition is addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Notified sales rep of completion of investigation, requesting he contact biomet if more information becomes available. Condition is addressed in package insert. Device not returned; inconclusive-root cause cannot be determined; known inherent risk of procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group that the sales rep was requesting information for a fractured arcos screw and a driver bit stuck in a cone body during a revision of non-biomet product. There was no delay, no pieces fell in the patient, the surgical technique was utilized and another arcos driver was used to complete the procedure.